Manufacturer narrative:
The reported events of decrease vision, endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen45 gts was explanted due to red, painful left eye, decrease vision, xen45 gts exposed, and endophthalmitis with urine infection (not related to the device). Patient was treated with pars plana vitrectomy and pars plana vitrectomy. The device remains implanted. All reported events have been resolved.